Manufacturer narrative:
Section h6 health effect clinical code: "4582 no clinical signs, symptoms or conditions" corrected to "4580 insufficient information". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was not provided, and privacy laws prohibited the account from providing further information regarding the event. No autopsy was performed. It was also communicated that heartmate 3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Product #1 pi main (B)(4). This event was determined to be non-complaint. The record is closed.

Event description:
It was reported through the patient outcome, the patient passed away, cause was not provided due to privacy laws. It was reported the device operated as intended and the outcome was not device or therapy related. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.